Event description:
The procedure was percutaneous transluminal angioplasty to a superficial femoral artery lesion with femoral access. Characteristics were indicated as the following: reference vessel diameter was 7mm and lesion length was 30mm with no calcification or vessel tortuousity. An opta pro dilatation catheter was inflated with an indeflator at 4 atmospheres for 15 seconds and it ruptured. Another opta pro balloon catheter was selected and it ruptured at 4 atmospheres as well. There were no balloon parts separation. Consequently, another balloon catheter was selected and the procedure was successfully completed with no adverse effects to the patient.

Manufacturer narrative:
Further information noted that characteristics of the vasculature that the balloon catheters were traveling were "normal." Additionally, it was unknown if the product was inspected prior to use. However, it was indicated that the device was prepped according to the instructions for use and no anomalies were noted during prepping. Patient-specific information was requested; however, such information was not available. There were no adverse effects to the patient. Additional information will be submitted within 30 days upon receipt. The products have been returned and received; however, the engineering evaluation has not been completed as of to date. Note: two products with the same catalog and lot numbers are represented under this medwatch report.